Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation. The patient was conscious and alone at the time of the treatment. After review of the downloaded data, it was confirmed that the patient received one inappropriate treatment at 08:29:19 on (B)(6) 2015. Motion artifact and low amplitude contributed to the false detection. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The patient remained in the nursing facility.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient remained in the nursing facility. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4) - reuse. Electrode belt (B)(4): 05/2013 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.